Manufacturer narrative:
On (B)(6) 2020, mentor received a different device from what was reported, therefore after follow ups with the customer it became evident on (B)(6) 2020 that the received device is the actual suspect device. This device was manufactured in leiden, netherlands. The mentor leiden round gel breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for MDR reporting, and since it was reported before identification of the device, mentor completes the reporting. Device evaluation completed on (B)(6) 2020: during the visual evaluation of the device, bubbles were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, capsular contracture grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a mentor memorygel, 200cc silicone prosthesis experienced right sided rupture, and issue with capsular contracture grade ii post procedure. Patient called early (B)(6) of 2020, complaining of pain and tightness. As a result, right side replaced with another mentor implant with cat#: 3502001bc on (B)(6) 2020. Surgeon reported visible sediment in right implant.